Event description:
It was reported that the pump felt hot to the touch. The user reports corrosion in the battery compartment at the time the pump felt hot to the touch.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that the battery compartment was cracked and there was visible moisture ingress through the battery compartment crack. The pump's current was tested and was found to be within specs. The complaint that the pump was hot to the touch was not duplicated during eval.